Event description:
It was reported that the patients implantable pulse generator (ipg) was protruding out of skin. No infection was noted. The patient underwent a revision procedure wherein the ipg was repositioned deeper. The patient was doing well postoperatively. Nothing was explanted.